Event description:
The manufacturer received information regarding a everflo intl opi. The manufacturer received information alleging device caused short circuit and the equipment is damaged. At this time medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received new and relevant information on 08/29/2025. The device was returned to the service center for evaluation. During the evaluation of the device, the service center internally/ externally inspected the device compressor is defective (burnt),opi concentrator tubing are out of use is yellowed and fissure and is losing air, flowmeter is broken. The device was returned to the manufacturer¿s product investigation laboratory for investigation. The device was visually inspected by the manufacturer and found equipment set on fire, damage/thermal event on the power cord at the strain relief (likely caused by mishandling and lack of care). Dust-like contamination on the front enclosure. Scratches on the side of the front enclosure. Dust-like contamination on the rear enclosure. Black contamination on the rear enclosure which was likely due from the thermal event on the power cord. Section g3 and h6 updated/corrected.